Event description:
It was reported that a home patient experienced a connection issue while using the homechoice device, during dwell one of three. The connection issue was further described as the transfer set became pulled away from the catheter when the patient went to the bathroom. The patient was connected at the time of the event. The technical service representative assisted the patient to end therapy and advised the patient to contact their nurse about the event. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). An event indicative of a potential malfunction of the disposable device was identified. The device was not returned; therefore, a device analysis could not be completed. Improperly disconnecting from the device is a known cause of this event. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. If additional relevant information becomes available, a supplemental report will be submitted.